Event description:
Information was received from a healthcare provider on 2025-feb-03 regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence. It was reported that when a surgical tech was assembling the tunneling rod with tip it would not fasten. They had to use a hemastat to rotate the tip onto the tunneling rod. When the doctor was sliding the introducer down the bidirectional guide it was very tight. The bidirectional guidewire was bent and pushed in further, then the guidewire was very difficult to remove from the introducer. The cause was unknown. This issue was resolved by using a revision kit to substitute the items. This occurred on (B)(6) 2025.

Manufacturer narrative:
Continuation of d10: product ID: 3550-18, serial#: unknown, product type: accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 3550-18, serial/lot #: unknown, h3: analysis of the returned 3550-18 identified that the tunneling tool was broken at the threaded end. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.